Event description:
Additional information from the patient reported their "device not working" meant that they did not feel stimulation and started exp eriencing the issue about 2 years after getting the implant. The only symptoms they reported were of no sensation. They reported their healthcare provider (hcp) turned the device off manually in the office.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were going to have their device checked on (B)(6) 2016 because it was not working. They wanted to know if medicare insurance would cover it. It was a reviewed that is a manufacturing representative (rep) is present there is no cost. There were no patient symptoms reported. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.